Manufacturer narrative:
(B)(4); batch # u94066. Date of event is (B)(6) 2020. Event month was reported as august, and event year was reported as 2020, however the event day was not reported investigation summary: the analysis results found that the el5ml device was received with the firing trigger jammed. The device was disassembled, and the ratchet pawl was found to be out of position, causing the device to be jammed with fifteen clips found inside clip track. No functional test was performed due the condition of the device. No conclusion could be reached as to what may have caused this condition. Although there is no direct evidence of use error, the instructions for use do contain the following "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels, and structures, and damage the instrument." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the el5ml failed to operate as expected. It is unknown how the procedure was completed. Patient consequence was not reported.